Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from (B)(6): pump paused due to alarm, causing delay of therapy of unknown drug.